Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the label on the box of the pacemaker was partially stripped by the string.

Event description:
Reportedly, the label on the box of the pacemaker was partially stripped by the string. Preliminary analysis showed that all devices involved were manufactured according to specifications.

Manufacturer narrative:
Preliminary analysis showed that all devices involved were manufactured according to specifications.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the label on the box of the pacemaker was partially stripped by the string.